Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2016-01089, reference MFR. Report#: 1627487-2016-01090, reference MFR. Report#: 1627487-2016-01092. The patient's has two, model 3166 leads (from the same lot) for off-label use. It was reported the patient fell on her ipg. Since falling, the patient has been receiving unsatisfactory stimulation. The patient has also been experiencing overstimulation. X-rays were taken and revealed lead migration. An impedance check revealed low impedance on one of the patient's leads. As a result, the patient will undergo surgical intervention. Note: all of the patient's leads are being reported because it is unknown which device is liable.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2016-01089, reference MFR. Report#: 1627487-2016-01090, reference MFR. Report#: 1627487-2016-01092. Follow-up revealed the patient underwent surgical intervention on 03/10/2016. Intra-op, impedances were in normal range. Regardless, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.